Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire device system was removed on (B)(6) 2011 due to infection. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.